Event description:
It was reported that this right ventricular (rv) lead had dislodged while implantable cardioverter defibrillator (ICD) device was being explanted. Physician repositioned the dislodged lead. Lead remains in service. No additional adverse patient effects were reported.